Event description:
Customer reported blood glucose results of 101 mg/dl, 282 mg/dl, and 314 mg/dl within 10 minutes on the compact plus system. Customer reported minor symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.